Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 2 of 2. It was reported that a home patient (hp) experienced a crack in the minicap which resulted in a leak of iodine. The caregiver replaced the patient¿s minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot 13i12h15 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).